Event description:
Pump educator reported that the pt's mother stated the pt will be admitted in the hosp today due to ketoacidosis. Pump educator stated the mother reported the pt was at school and when she got home her blood glucose level had reached 600 mg/dl and her mother gave her an injection of insulin. Pump educator reported the mother stated an hr and a half later the pt's blood glucose level dropped to 450 mg/dl. Pt had no symptoms except for ketoacids in the urine. Pump educator stated the mother reported they are taking her to the hosp to monitor her. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.